Event description:
The customer called and reported the insulin pump alarmed with a button error that could not be cleared. Customer did not recall whether the insulin pump had been hit or gotten wet. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to flattened and creased buttons dome switch. No button error alarm during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.